Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) had screen glitch and went blank system overheating alarm. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1, event site name: (B)(6).

Event description:
It was reported that during use the cs300 intra aortic balloon pump (iabp) had screen glitch and went blank. Patient involved and no harm reported.

Manufacturer narrative:
Updated field: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusions; h11. Corrected fields:b5; e1 initial reporter name is incorrectly mentioned in initial MDR despite 3 requests, customer has not provided hcpo. Closing case. In future if we receive any repair information will reopen and update the investigation.